Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the b30 scope communication occurred due to poor contact of the connector and the lamp did not light up due to poor contact of the lamphouse. Additional findings include the following: the front panel was cracked, the top cover was discolored, there was damage on the rear panel, the chassis was deteriorated, and the harness was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the b30 scope communication error was caused by poor contact of the connector; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error. The issue was found during the start of a diagnostic gastroscopy, the intended procedure was completed with a similar device, with a 15 minute delay. The patient was under sedation, and there were no reports of patient harm.